Event description:
Trocar would not stay armed (blade out) so that it could be inserted into patient. It disarmed at the slightest touch. A second device was opened and utilized to complete procedure without any problems.======================manufacturer response for kii shielded bladed access system, kii shielded bladed access system (per site reporter)======================manufacturer provided rga# for product return evaluation.